Event description:
Woc rn consulted by surgeon for wound vac management with first vac change on "(B)(6)." Woc rn went to patient room to eval the dressing integrity and assure pump settings were correct. Patient allowed assessment of npwt dressing to lle. Woc rn noticed that black foam on vac was not compressed. Primary rn states that black foam was not compressed at shift change and rn thought that was normal for vac over an integra since the vac was not alarming. Woc rn reviewed vac alarm history and there were no alarms since vac therapy initiated in operating room on (B)(6) 2023.